Event description:
Patient presented to the physician with infection at the chest and neck incision sites. Physician prescribed antibiotics. Patient presented back to the physician with improvement and the physician extended the antibiotics.